Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that he had dropped the insulin pump from the sink to the tile floor. He stated that the down button did not function. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked keypad connector on the lcd board. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.